Event description:
It was reported that the insulin pump failed the high pressure test twice. The blood glucose reading is 300 mg/dl. Customer treated with manual injection. Customer has been experiencing high blood glucose levels. Customer has been fatigued and thirsty. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.